Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after a procedure where this device was used, a tagged sponge was found within the patient. The issue was identified during a follow-up visit to the hospital.

Manufacturer narrative:
Updated description: no product was received at medtronic. The customer reported that post-operatively, a tagged sponge was found during follow up visit at the doctor's office. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Bilateral + inguinal hernia procedure was being performed on the patient when the sponge was left in the patient. This was an open inguinal hernia repair. Left groin retained sponge was found in the patient. The sutures had come out and when the doctor took the dressing off the raytec was there. Removed sutures and found sponge in office. Patient¿s current status: well.